Event description:
The pt called lifescan and alleged the one touch basic enhanced meter was reading inaccurately low. The customer care rep was unable to perform troubleshooting since the test strips had been expired for 1 year and the pt did not have a check strip. The pt was taken to the hosp. The medical affairs specialist contacted the pt to confirm the info. Pt reported on the day of the incident, their blood glucose readings were 8:45 am 44mg/dl and ate candy; 8:30 am took glucophage then tested 46 mg/dl and drank orange juice; 10:20 am 56 mg/dl. At that time they felt a "little queasy" and their spouse drove pt to the hosp. Pt had started an antibiotic for a sinus cold the day before. On arrival at about 10:40 am their blood glucose on an unk hosp meter was 280 mg/dl. Pt was given lunch, a lab draw obtained a reading of 260 mg/dl at approx non, and at the same time a reading on their one touch basic enhanced meter was 26 mg/dl. Pt was not treated and was discharged shortly after. Pt takes glucophage 500 mg in the morning and then in the evening if their blood glucose is over 250 mg/dl. Pt had taken their morning dose along with the antibiotic and theodur and albuterol for asthma. The pt was unable to clarify the readings in the memory. Pt stated there were no dates or times. Pt blood glucose reading the night before was 240 mg/dl. The pt thought their blood glucose readings were low and was treated which may have delayed their visit to the hosp where their readings were over 250 mg/dl. The test strips were expired and the pt cleans the meter with alcohol. These both are considered use errors.